Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the insulin printer at the station was jammed. A technical support specialist confirmed that the issue had been resolved by the user. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis medstation system, the insulin label printer was jammed, and something was blocking it from printing. This caused it to stop cutting, which hindered users from accessing the required medication. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.